Event description:
The pt reported intermittent overly loud sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantion surgery had not been scheduled as of the date of this report. The health care professional has been informed that the explanted device should be returned to cochlear ltd.